Event description:
The pt underwent a procedure followed by an angio-seal deployment. The pt expired due to complications from a retroperitoneal bleed. The autopsy revealed the angio-seal was placed in the femoral vein (not in the femoral artery as indicated in the angio-seal instructions for use) and the physician had performed a double wall puncture. Attempts to obtain add'l info have been unsuccessful.